Manufacturer narrative:
Concomitant medical products: dtma1d1 crtd, implanted: (B)(6) 2017; 694765 lead, implanted: (B)(6) 2008; 693565 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a warning was triggered due to left ventricular (lv) lead impedance. The lv lead remains in use. No patient complications have been reported as a result of this event.